Event description:
Patient's father reported that on (B)(6) 2013 the patient was changing the infusion set catheter, but the needle was not on the cannula. Father stated prior to the incident, the patient had swim lessons, and they suspected the needle was still in the patient's leg so they went to the doctor on (B)(6) 2013 and had an x-ray. Father reported the needle was not shown on the x-ray. Father reported that on (B)(6) 2013 the patient complained of pain in the leg at the exact place where the needle had been inserted, so they called the doctor and got an appointment for today, (B)(6). Father stated today at the appointment, they took another x-ray, but again the needle was not visible. Father reported there will be further investigations. Father stated the alleged infusion set has been discarded. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device was discarded.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.